Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure failed the supplier's functional test and indicator was off. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the generator would not power up. Power converted enclosure was not functioning and no voltage to isolated stand alone board. Power converter was replaced and configured. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power converter has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the x-ray mode in the imaging system was disabled and after entering admin, an generator interface error was observed. A image grabber cannot connect error was displayed. It was reported that the system was plugged in overnight. Rebooting the system and confirming the connections did not resolve the issue. The issue was discovered when prepping for a case.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field. Correction: UDI has been updated to proper value.